Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging the ipg. Subsequently, surgical intervention was undertaken to explant and replace the ipg.

Manufacturer narrative:
The explant date was corrected to (B)(6) 2017.

Event description:
Follow-up identified per the patient, the ipg would not hold a charge. The patient did not lose stimulation due to the issue. In addition, during the procedure, the new ipg was placed in a shallow pocket to allow for improved coupling with the charger. Diagnostic system testing after the procedure was normal.

Event description:
Follow-up identified the patient's charging issue has resolved following the procedure.